Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 135 mg/dl and sensor glucose was 70 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.